Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that no therapeutic benefit since implant. Caller stated the therapy is not helping with their symptoms. Caller stated that they are having a lot of pain, they are not sleeping at night. Caller said they are not emptying out and getting up like 10 times a night. Caller added that they think they were implanted for urinary retention but when they get up they go and their bladder is not emptying and it hurts again and they have to get up 5 minutes later and try again. Agent asked caller if they are feeling any stimulation and caller stated no, every once in a while they get a "little shock" in their shins but that's about all. Caller stated they are on program 3-0.5ma and they had it up to 1.5 ma and it didn't make much difference. Caller mentioned that they called the manufacturer representative a long time ago soon after they got it implanted and the representative suggested they try program 5 which they did and it was about the same. Agent asked caller if they have spoken to their doctor about their symptoms and to ask for guidance and caller stated that they said they will only see them in a year. Patient would like help with making an adjustment to their stim settings. Agent reviewed considerations for therapy optimization and provided general programming guidance. Patient elected to change programs. Agent walked the caller through connecting to the ins and switching programs and increasing the amplitude. Patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. Patient was advised to monitor their symptoms and redirected to hcp if symptoms persist.